Manufacturer narrative:
Alarm trace contains a conspicuous event: sample clot detection. The customer's calibration and qc recovery information was requested, but not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This investigation is ongoing. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable ggt-2 glutamyltransferase ver.2 standardized against ifcc / szasz result for one patient with the cobas 8000 c702 module. The initial result was 108. The repeated result was 47. The second repeated result was 48. The units of measure were not provided. The questionable result was not reported outside of the laboratory. The repeated result was deemed correct. The reagent lot number was 52070100. The expiration date was requested but not provided.